Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricle lead revision was performed due to perforation caused by dislocation of the right ventricular lead. The lead was repositioned in the right apex with good measurements. The patient is well.